Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) was in need of repair. Analysis found that the liquid crystal display (lcd) was defective; more than six lines were interrupted. It was also found that the upper case and lower case was damaged, the battery drawer was cracked, the end cap was missing, there was a sticky residue inside the device, it was missing several parts in the back, there was a damaged label, the user knobs were sticky, the patient output connector locking mechanism was damaged, the battery contacts were contaminated, the battery release latch was sticky, and it failed incoming testing. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for repair, and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.